Manufacturer narrative:
Complaint conclusion: the report received from the field indicated that during an endovascular procedure, a marker from the outback cto re-entry catheter was lost. During the same procedure, the physician experienced deflation difficulty with a balloon catheter used. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. (B)(4): the product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15556325 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the devices for evaluation and the very limited information provided it is not possible to determine an exact cause for the difficulties encountered by the customer. There is nothing in the reported information or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #9616666-2012-00030 and #9616099-2012-00711.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616666-2012-00030 and #9616099-2012-00711.

Event description:
The report received from the field indicated that during an endovascular procedure, a marker from the outback cto re-entry catheter was lost. During the same procedure, the physician experienced deflation difficulty with a balloon catheter used. There was no reported patient injury. Additional information has been requested.